Event description:
It was reported that during a knee arthroplasty, the needle of the novostitch was broken. The device broke inside the patient but all pieces were removed using forceps. The procedure was successfully completed with a 3 minute delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was not received for evaluation. A review of the provided image found the needle had been fractured into two pieces at the distal tip. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The reported deficiency was confirmed and the root cause was associated with a component failure. Factors that could have contributed to the reported event include an application of excessive force. No containment or corrective actions are recommended at this time. H11: corrected information in h6 (health effect - impact code).